Event description:
The end user fell in the bathroom between the comode and tub when the walker reportably broke or 'gave way' at the joints. The walker was being used due to a broken hip, this fall reportably reinjured his hip, caused a carpet burn on his head, his back was bruised. The pt was hospitalized with a fever of 104 degrees and urinary tract infection. (911 was called) the pt's wife said the pt did not stumble.

Manufacturer narrative:
Upon evaluation of device the following was found. Allowable play was noted between feet. Major deformations were noted on the walker. The device did not fully lock fully open to the stop point. Compared to a walker from stock-the one in stock does open to the stop point. The adjustable bar assembly was successfully exchanged from the deformed to the new walker. The new assembly demonstrated both rigidity and stability. Significant forces were applied to the rigid bar causing it to deform. In normal service, it is uncommon to see this type of deformation. Both screws fastening the adjusting bar and side wings were deformed. In summary, the returned walker was extremely damaged, significant forces were applied to cause these deformations throughout the device. The new walkers have incorporated thicker tubing (1.000 inch vs 0.875 inch). There was no evidence of any 'breakage' as reported by the user. The evaluation results could not confirm if the damage occurred and caused the fall or if the fall caused damage.